Event description:
It was reported that during a da vinci-assisted radical transvesical prostatectomy surgical procedure, the customer called back and stated that that the issue with integrated electrosurgical unit (iesu) or erbe's bipolar energy reported on friday was still occurring and asked for support. Technical support engineer (tse) asked if both bipolar ports were of concern and the customer stated yes. Tse checked logs and confirmed same issue as last week with errors c-83, 1-88, and 1-89 was occurring again. Tse explained that erbe needs to be replaced. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-83, 1-88, and 1-89. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Intuitive surgical, inc. (Isi) has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The probable root cause of the errors points to the following: error c-83 system error. Iif communication timeout, error 1-88 (bipolar upper port) parity error, and error 1-89 (bipolar upper port) unknown identifier.